Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, pacing function was observed to be normal upon connection of another manufacturer's chronic right ventricular (rv) lead to the device header. Pacing function stopped when the lead was tightened into the header. Testing of the lead with a pacing system analyzer (psa) revealed no anomalies. The rv lead was reconnected to the device and no further issues were observed. No adverse patient effects were reported.